Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and reactive linfadenitis.

Event description:
Healthcare professional reported left side reactive linfadenitis and rupture diagnosed via ultrasound. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as fold flaw opening. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: observed stress marks on the device. Observed non penetrating nicks on the device. Observed wear abrasion on the device. Observed creases on the device.

Event description:
Healthcare professional reported left side reactive linfadenitis and rupture diagnosed via ultrasound. The device has been explanted and replaced with a non allergan device.